Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. The complaint sample was made available and tested for waterproofness. No issues were observed and the samples all passed the test. The investigation did not find product defect or manufacturing process issue and the complaint sample did not support the complaint description.

Event description:
It was reported that the dressing is not waterproof; the outer ridge with water gone inside when had shower. No adverse event has been reported. Just disappointment.